Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead could not be deployed. The lead was replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.